Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the instrument failed incoming tests due to the battery contacts being pressed together and contaminated. It was also noted that the heart wire contacts were worn and contaminated. The battery drawer was difficult to open and the battery release mechanism was worn / sticky. The case was damaged. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.